Event description:
It was reported that during a surgical procedure conducted at the user facility, the device was covered in an unknown substance. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a failed e-box seal was found, which can lead to the reported event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device was covered in an unknown substance. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.